Manufacturer narrative:
Results: a sample was not returned for evaluation. Fifty retained samples were visually checked. No defects such as hole, damage or molding could be seen. A leak test was performed on 13 of the retained samples. No leak was observed. Then each sample was connected to blood tubes and a bd single use holder. They could sample water normally. A review of the device history record revealed no irregularities during the manufacture of the reported lot #15c01. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that a 23g x 0.75 in. Bd vacutainer® safety-lok¿ blood collection set with luer adapter had a leak between the needle and the wings segment. No injury or medical intervention reported.